Event description:
It was reported that "plastic shield around blade is breaking off when being inserted in abdomen. Small piece that broke off was not retrieved. Dr. Mead only surgeon having problem with device. No patient injury reported."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.